Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the reported malfunction for screen turned white and then resets was observed during review of the device's activity log. The device was put through extensive testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The reported malfunction of the device failed self-test for defb and pacer functions was duplicated and attributed to a faulty capacitor on the ECG board. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and restarted/rebooted. When device was powered on the device displayed self-test failed for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and inappropriately shut down. When device was powered on the device displayed self-test failed for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.